Event description:
The user stated they were experiencing low calcium results for qc and pt samples. Approx 50-100 samples were involved, but "no more than 10" results were released before they discovered the issue. The pt samples were repeated on the other stand-alone instrument at the site, and the results recovered near the previous results. Of the data provided, one result was discrepant. The initial result was 5.8 mg per dl with a data flag. The sample was automatically repeated due to the data flag and a result of 6.9 mg per dl with a data flag was obtained. The sample was then repeated on the other analyzer with a result of 8.8 mg per dl. The user stated she does not believe any patients were treated based on the results and would not be able to provide info regarding pt status or treatment. No other assays were affected. The field service rep determined the wash water was not properly washing the cells or probe, and there was a defective valve or tubing. He replaced the valve for the probe wash and all the water tubing on the rinse mechanism. He also cleaned the bath. To verify the analyzer performance, he ran performance checks, calibration and qc.